Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure performed on (B)(6) 2017, the patient was implanted with a bifurcated stent graft and vela suprarenal. Secondary procedure was performed on (B)(6) 2017, for an unknown reason. An additional vela suprarenal was implanted. No additional event or patient information is available.